Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer stated that the no delivery occurred during basal, bolus and fixed prime. The customer will call back to troubleshoot.

Manufacturer narrative:
The initial report under manufacturer report number 2032227-2016-23622 was created in error. The event has been reported under manufacturer report number 2032227-2016-23747.